Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the proseal is not holding air prior to intubation. No report of pt injury/harm.